Event description:
The customer reported that they received questionable results for approximately 50 patient samples tested for triglycerides. The customer decided to repeat the samples since they started having issues with the quality control starting on (B)(6) 2012. The customer noted that their water vendor was on site on (B)(6) 2012, to perform maintenance on their water system. The customer contacted the water vendor, performed multiple water tank change outs to flush water in the water supply line that goes into the analyzer, and ran the mechanism check for approximately 30-40 cycles. The customer was then able to achieve successful calibrations and quality control. After quality control was back in range, the customer repeated the samples. The customer declined a service dispatch. The customer provided initial and repeat results for thirty nine patient samples. Of the thirty nine samples, nine were found to be erroneous. The customer could not verify which of the initial results were reported outside of the laboratory. All repeat results were considered to be the correct values and corrections were sent for these. Sample one initially resulted as 93 mg/dl. The sample was repeated, resulting as 232 mg/dl. Sample two, from a female, initially resulted as 149 mg/dl. The sample was repeated, resulting as 254 mg/dl. Sample three, from a male, initially resulted as 108 mg/dl. The sample was repeated, resulting as 243 mg/dl. Sample four, from a male, initially resulted as 84 mg/dl. The sample was repeated, resulting as 208 mg/dl. Sample five, from a male, initially resulted as 136 mg/dl. The sample was repeated, resulting as 269 mg/dl. Sample six, from a female, initially resulted as 300 mg/dl. The sample was repeated, resulting as 412 mg/dl. Sample seven, from a female, initially resulted as 149 mg/dl. The sample was repeated, resulting as 254 mg/dl. Sample eight, from a male, initially resulted as 257 mg/dl. The sample was repeated, resulting as 367 mg/dl. Sample nine, from a male, initially resulted as 93 mg/dl. The sample was repeated, resulting as 232 mg/dl. The triglyceride reagent lot number was (B)(4) with an expiration date of 11/30/2012. There were no adverse events.

Manufacturer narrative:
Based on the customer's feedback and further investigations, the root cause seems to be the external water supply system. No adverse event was reported.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.